Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 28 august 2019 for MDR reportability. On (B)(6) 2014, the patient underwent right knee arthroplasty due to severe degenerative arthritis of the right knee. The surgeon reported no intraoperative complications and patient was transferred to recovery in satisfactory condition. Attune components, and two smartset cements were utilized in the procedure. On (B)(6) 2017, the patient underwent a right knee revision due to failed total knee arthroplasty. The surgeon reported the femur seemed to be solid but would hit areas of little resistance suggesting areas where cement was not readily adherent to the underlying bone, at the femoral/cement interface, although could not technically call it loose. The surgeon noted almost no resistance at the cement to tibial tray interface and felt it to be clearly loose. He indicated no concerns with the patella. The surgeon reported no intraoperative complications. All depuy components and two smartset cements were utilized in the procedure. Doi: (B)(6) 2014; dor: (B)(6) 2017, (rt knee).